Event description:
Information was received on 08/31/2016 indicating that the high impedance was observed on the patient's device and that the patient had suffered trauma. The physician ordered x-rays. The physician's assessment was that there were no gross fractures. The x-rays were not sent to the manufacture for review. Surgery has not occurred to date.

Event description:
It was reported that the patient was seen in clinic a couple of weeks ago and was found to have high lead impedance, dcdc 7, on a system diagnostics test. The physician has requested an x-ray just to see if there is anything obvious. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient's generator was replaced for prophylactic reasons, and that high impedance was seen after generator replacement which is expected if a lead fracture is present. The explanting facility does not return explanted devices, therefore product return is not expected. No additional or relevant information has been received to date.